Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging that on (B)(6) 2016 the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measurement of 498 mg/dl with associated symptoms of moderate urinary ketones, headache, abdominal pain, dizziness and lightheadedness. It was reported that the patient did not receive any treatment above or beyond the usual routine of diabetes care and management as a result of the blood glucose excursion. Troubleshooting by animas customer support revealed cancelled boluses in the pump history; the patient was reportedly not aware of the cancelled boluses. The reporter also alleged an issue with the quality of the insulin being used. Through troubleshooting, animas customer support further revealed the patient overriding dosage recommended by the bolus calculator feature of the pump. Troubleshooting did not reveal any pump malfunction. This complaint is being reported because the patient allegedly experienced an adverse physical event as a result of a training/misuse issue; the patient was referred to their health care provider for diabetes management.